Event description:
It was reported through literature that patient was admitted with traumatic subarachnoid hemorrhage and had symptoms such as higher brain dysfunction. Since the patient was able to manage the left ventricular assist device (lvad) by himself while he was in the facility, the condition of self-management was confirmed, but clean operation during the procedure was not sufficient. Therefore, it was planned to provide care with a nurse until skills were acquired. The patient wanted to leave the facility, and it was decided to reconsider with the attending physician to confirm the intention for future treatment and life toward discharge. A conference was held with the care manager and the facility staff for discharge. However, due to the circumstances of the facility, it became difficult to move in, and adjustment for transfer to and discharge from a new facility or a logistic support hospital was started. A study session was held at the logistic support hospital, and the opinions of the participants were shared with the multidisciplinary staff in the hospital, and a manual and emergency response flow were prepared.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information, and the investigation findings will be submitted under MFR #2916596-2024-03850.